Event description:
A pt reported blood glucose results of 7.0mmol/l, 8.6mmol/l, 6.1mmol/l and 10.6mmol/l with a lifescan meter, performed within 10 min of each other. Based on statistial methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.